Manufacturer narrative:
Manufacturer investigation showed that bottle 4 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds from 20:40:44pm on (B)(4) 2017, when ethanol from retort a was being pumped back into bottle 4; and approximately 42 minutes and 28 seconds from 22:50pm on (B)(4) 2017, when ethanol from retort b was being pumped back into bottle 5 (ethanol). Bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds from 22:50pm on (B)(4) 2017. The <inserted bottle configuration> dialog box would have been displayed on the instrument monitor when contact between the bottles and the respective sensor was re-established. The user selected the <change> radio button from the three (3) available radio buttons on the user interface rather than the <no change> option, which sets the ethanol concentration in each bottle to the default value of 100%. The calculated ethanol concentration, which was 55.6% and 92.1% in bottles 4 and 5 respectively prior to this action, remained unchanged because the reagent had not been replaced in either bottle. The reagent in bottle 4 (ethanol) was used for the final dehydration step in both the "factory 8hr xylene standard" protocol comprising (B)(4) cassettes which started in retort a at 18:56pm and completed at 04:00am on (B)(4) 2017; and the "factory 8hr xylene standard" protocol comprising (B)(4) cassettes which started in retort b at 18:57pm on (B)(4) 2017 and completed at 05:04am on (B)(4) 2017. Although not reported by the complainant, the quality of tissue processing from the "factory 2hr xylene standard" protocol comprising (B)(4) cassettes which started in retort a at 10:08am on (B)(4) 2017 and completed at 12:19pm on (B)(4) 2017, may also have been adversely impacted because the reagent in bottle 5 (ethanol) was used in the final dehydration step of the protocol. The minimum final reagent concentration required for ethanol is 98%.the consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent wax infiltration steps; and contamination of the wax used in the subsequent wax infiltration steps, ultimately resulting in sub-optimal tissue processing. The root cause for bottles 4 (ethanol) and 5 (ethanol) moving out of contact with the corresponding sensor could not be determined from the information available. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 03:57am on (B)(4) 2017. Specifically, a user incorrectly selected the <changed> option rather than the <no change> option when the <inserted bottle configuration> dialog box was displayed on the instrument monitor following re-insertion of bottles 4 (ethanol) and 5 (ethanol). The <changed> option should only be selected when the entire contents of the reagent bottle have been replaced with fresh reagent. However, in this instance the user selected the <changed> option despite no change having been made to the reagent in bottles 4 (ethanol) and 5 (ethanol). This user action is not in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The <inserted bottle configuration> dialog box was displayed when bottles 4 (ethanol) and 5 (ethanol) moved out of contact with the corresponding sensor and contact was subsequently re-established.

Event description:
On (B)(4) 2017, leica biosystems received a complaint that poor processing of tissue in five (5) blocks from protocols which completed at 05:00am on (B)(6) 2017 in retort a or b had been identified at embedding. The complainant advised that no water was found in the wax chambers; reagents on the instrument at the time of the event had been replaced and the instrument remained in routine use. On 03 january 2018, leica biosystems (B)(4) received information that all the cases from which tissue samples exhibited sub-optimal tissue processing were diagnosable.